Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown artificial disc replacement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in sweden as follows: this report is being filed after the review of the following journal article: kontakis m, et al. (2022), artificial disc replacement and adjacent-segment pathology: 10-year outcomes of a randomized trial, j neurosurg spine 36:945¿953, https://thejns.org/doi/abs/10.3171/2021.9.spine21904 (sweden). The aim of this study was to determine whether artificial disc replacement surgery resulted in better long-term clinical outcomes than fusion surgery after anterior decompression in patients with degenerative cervical radiculopathy and to investigate with magnetic resonance imaging (MRI) whether artificial disc replacement surgery prevented adjacent segment pathology at 10 years. Between 2007 and 2011, 153 participants who underwent artificial disc replacement surgery or fusion surgery after anterior decompression due to cervical degenerative radiculopathy were included in the study. There were 78 women and 75 men, with a mean age of 47 (range 31¿62) years. There were 83 patients who underwent artificial disc replacement using the unknown depuy spine discover disc and 70 patients who underwent fusion using an autologous iliac crest graft and plate (manufacturer: unknown) after decompression. The mean (range) follow-up was 10.7 (9.8¿12) years. Complications were reported as follows: 11 female and 4 male patients had loosening and subsidence and underwent reoperation. 8 female patients had adjacent segment pathology and underwent reoperation. 1 female patient had restenosis at index-level root canal and underwent reoperation. This report is for the unknown depuy spine discover artificial disc replacement. A copy of the clinical evaluation form is being submitted with this regulatory report. This report involves one unk artificial disc replacement. This is report 1 of 1 for (B)(4).